Event description:
Model 1 of 3. Reference MFR report number: 3006705815-2019-00018, reference MFR report number: 3006705815-2019-00017. It was reported that during recovery after the patient's surgery, the patient had uncontrolled bleeding from the lead site and pocket site. The patient was brought back to the operating room where the bleeding could not be brought under control to a sufficient level. All products were explanted. The physician closed both incisions and placed drains. Follow-up information received indicated that the patient fully recovered post-operatively.